Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.111.600, lot 10-3114: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: july 08, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection it was noticed that the set screw of the guide block was bent. No other defects were identified on the device. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture). Dimensional analysis was performed on the set screw shaft proximal to the bent portion measured and was found within specifications. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that while restocking the tray it was noticed the screw in the plate frill guide block was bent. There was no patient involvement. This report is for one (1) guide block for 2 column plate 6 hole head/ right. This is report 1 of 1 for (B)(4).